Event description:
It was reported that balloon rupture and shaft break occurred resulting in patient complications. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified saphenous vein graft to the obtuse marginal branch. After pre-dilatation of the vein graft, a 5.00 x 24 mm synergy megatron drug-eluting stent was advanced for treatment. During the initial inflation at 14 atmospheres, the stent was successfully deployed but the stent balloon ruptured. During removal of the balloon, approximately 20 cm of the distal portion of the stent delivery system broke and separated. The physician then introduced a second non-boston scientific (bsc) guidewire along with a 3.00 x 12 mm nc emerge balloon catheter and was able to inflate the balloon enough to pin the broken shaft and remove everything from the patient. Shortly afterward, the patient may have suffered a stroke. The patient has since recovered with no further issues and is currently stable.